Event description:
It was reported that during the attempted implant of the right ventricular (rv) lead there was placement difficulty and the helix did "not perform well." The lead was not used and another lead was successfully implanted. No patient complications have been reported as a result of this event.